Event description:
Caller reported that a cgm error occurred with error 42 while the pump was not coming out of storage mode. The customer was guided through a pump reset by cts. After the reset, the cgm error code did not reappear, and the caller was able to start their sensor session successfully. There was no reported adverse impact to the customer's blood glucose level.